Event description:
Note: this report pertains to one of two devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii and percutaneous access needle were used during a percutaneous nephrolithotomy (pcnl) procedure performed in (B)(6) 2016. The patient experienced sepsis and was given antibiotics. In the physician's assessment the event was probably related to the imager ii and percutaneous access needle but was causally related to the procedure.

Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2016. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f2303 captures the reportable event of medication required.